Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl at the time of incident. Customer¿s other blood glucose reading was 158 mg/dl. Customer was not using auto mode. Customer was treated with orange juice and sugar. Customer stated that the insulin pump was not over delivering. Customer also stated that belt clip was broken. The insulin pump will not be returned for analysis.